Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of three (3) years and six (6) months due to severe aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, transesophageal echocardiogram showed a well-functioning valve with no significant paravalvular insufficiency. The patient tolerated the procedure well without any complications and was transferred to the cvicu in stable condition. The patient was discharged to a skilled nursing facility on pod #5 in fair condition.